Event description:
A 70-year-old male with new diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2025. On (B)(6) 2026, the patient informed novocure that he had experienced new-onset headaches while on optune gio therapy. The healthcare provider (hcp) recommended to temporarily discontinue optune gio therapy for several days and prescribed gabapentin 100 mg. Multiple attempts were made to contact the prescribing physician; however, no reply was received.

Manufacturer narrative:
Novocure medical opinion is that the contribution of optune gio therapy to the headache cannot be ruled out. Headache is an expected event with optune gio device use (ef-11 16% and 28% ef-14 optune arm). Headache is also an expected symptom of disease in gbm.